Event description:
It was reported that the patient underwent a revision procedure to due to high impedance readings on the lead. During a previous procedure (see MFR report 3006630150-2022-05204), the physician was unable to disconnect the lead from the lead extension likely resulting in the high impedance readings. It is unknown when the procedure took place or what was implanted/explanted during the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21302327. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21168838. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21302327. Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 21168838.

Event description:
It was reported that the patient underwent a revision procedure to due to high impedance readings on the lead. During a previous procedure (see MFR report 3006630150-2022-05204), the physician was unable to disconnect the lead from the lead extension likely resulting in the high impedance readings. It is unknown when the procedure took place or what was implanted/explanted during the procedure. Additional information was received that both the lead and the attached lead extension were explanted during the procedure. A company representative was not present for the procedure.